Event description:
(B)(4). I found out I was pregnant on (B)(6) 2012 due to lower abdominal pain. Gave birth to my daughter (B)(6) 2013. Essure was put in (B)(6) 2009. Abnormal periods, bacterial infection, massive abdominal pain for the past 6 months, weight fluctuation, headaches, and nausea.